Event description:
It was reported that during a percutaneous coronary intervention procedure the catheter became "tangled" with the guide wire. Vascular access was obtained via the radial artery. A non bsc guide wire was placed. A 12mm x 4.50mm nc quantum apex mr balloon catheter was advanced and severe resistance was encountered. The catheter became "tangled" with the guide wire and was unable to be advanced. The nc quantum apex mr balloon catheter was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).